Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a stroke. On (B)(6) 2018 a watchman ® laa closure device was implanted during a laa closure procedure. On (B)(6) 2018, the patient presented to the emergency room with expressive aphasia. The patient was currently on warfarin, but was sub therapeutic one day post implant. A computed tomography angiography (cta) was performed and revealed an age indeterminate stroke. No intervention was performed. Although the patients symptoms have improved, they continue to experience some aphasia.